Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed, de novo lesion, in the proximal left anterior descending coronary artery. The vessel was pre-dilated with a 1.5x12mm and a 2.0x12mm mini trek balloon at 8 atmospheres. The 2.5x33mm xience xpedition stent delivery system (sds) was advanced and the stent was deployed at 10 atmospheres. A distal edge dissection was noted and treated with a 2.5x18mm xience xpedition stent. There was no adverse patient sequela. The patient did well, with timi iii flow, and without any residual stenosis. No additional information was provided